Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced syncope. This rv lead had loss of capture and a lead dislodgement. A revision procedure will be performed in the near future. No additional adverse patient effects were reported.

Manufacturer narrative:
Subsequently, a revision procedure was performed at which time the lead was confirmed dislodged. During surgical intervention, the physician observed that the patients venous pathway exhibited a larger than normal curve, resulting in a challenging lead placement/fixation anomaly. The lead was successfully repositioned and confirmed stable with favorable threshold and sensing values. The procedure was completed in the absence of adverse patient effects and to date, no further complications have been reported. As no further information concerning this report is expected, our investigation at this time is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This lead remains implanted and in service. When additional information becomes available this investigation will be updated.